Event description:
It was reported that patient had a small exposure of mesh. The mesh was removed in (B)(6) 2015. The mesh was replaced with a miniarc precise in (B)(6) 2015. No further patient complications were reported in relation to this event.